Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. A DHR review was conducted with no discrepancies noted.

Event description:
In this event customer indicated that a waveone gold prime 25 file separated from the handle during use. The broken piece could not be retrieved and was incorporated into the filling.